Event description:
Customer reportedly received results of 198 mg/dl and 91 mg/dl within 10 mins on the advantage system. The discrepant results were obtained at the customer's home. No action was taken based on device results. No qcs used. Requested return of suspect device and replacement was sent. Comfort curve test strip lot number 548973, expiration date 03/31/2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.